Event description:
Product was explanted due to expected battery depletion and returned to manufacturer. Upon analysis, the generator end of service was confirmed as result of battery depletion. However, the caged module was found to exhibit an out-of-limit (high) pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. Using the next lower value resistor, the device met all specifications. The out-of-limit pulsing current could potentially be a contributing factor to the end of service, however, the battery longevity calculation determined that the end of service was an expected event. No other anomalies were noted with the device.